Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the allegation of missing audible signals. A good faith effort (gfe) was made to obtain additional information and it was confirmed that the problem did not concern the physiological or technical alarms, there was always an alarm tone. The customer had no acoustic signal when an activated timer expired. The customer also confirmed that there was no risk to patients due to missing alarms. The rse reviewed the device configuration with the customer, instructed the customer to configure the timers and change their notification type and provided the customer an excerpt from the mx750's operating instructions on the subject of timers. The customer called back informing that after changing the configuration, the issue remains. A good faith effort (gfe) was made to obtain final resolution of the alleged issue, but the efforts were unsuccessful. Based on the information available and the testing conducted we were unable to replicate the reported problem due to insufficient information. The reported problem was not confirmed. The engineer provided his analysis findings however the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the mx750 has no audible signal when an alarm arises. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: (B)(6). E1: reporter phone: (B)(6).